Event description:
It was reported by the affiliate that the (1) tsw45 and the (1) tr45w were used during a laparoscopic splenectomy procedure. It was reported that the surgeon experienced excessive bleeding at the staple line during and after the procedure. It was reported that the pt lost a lot of blood and had to be transfused. The surgeon has asked that the product be removed from the hospital. The product is unavailable.